Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6).the reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate and lost osseointegration. The patient complained of pain. There were lesions around the implant. The implant site was infected. There was bone loss. The implant was extracted about 8 months after it was placed in the tooth # 6 (universal). The implant site has type iii bone quality. Patient's symptoms have been relieved after the implant's removal. The lesions were cleared and bone grafting was performed. The patient has history of smoking and periodontal disease. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for failed to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to lose osseointegration. It was reported that the patient has type iii bone quality. Type iii bone quality is a thin cortical bone with dense trabecular bone of good strength. It is possible that the patient's bone quality may have been a factor in the failed osseointegration of the implant. Per provided information, the patient has a history of smoking. Smoking is a known to inhibit local wound healing and may affect survival rate of implants. Smoking is known to have a strong influence on the complication rate of implants. It causes significantly more marginal bone loss after implant placement, increases the incidence of infection, peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. The patient also has a history of periodontal disease. Patients with a history of periodontal disease or bad oral hygiene may not be able to maintain cleanliness and adequate plaque removal around implants. This may encourage perimucositis and peri-implantitis leading to impaired healing. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.